Event description:
Boston scientific received information stating:oversensing the right ventricular lead and high out of range impedance measurements. Lead implant date- (B)(6) 2000 event date -(B)(6) 2012. Dr. (B)(6), (B)(6) hospital united kingdom. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).